Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This report is filed for the suspected thrombus noted on the arm of the mitraclip during the procedure. It was reported that an unknown object, possibly thrombus, was noted on the arm of the mitraclip via the echocardiogram when the clip was opened. It looked like a floating twist. No additional medication was given because the clotting time was in the therapeutic range. The clip delivery system (cds) was removed from the anatomy, but the unknown object was not on the device. Another cds was used to complete the procedure without further incident. Mitral regurgitation was reduced from 3 to 1 with one clip. There were no adverse patient effects. There were no neurological deficits post procedure. No additional information.

Manufacturer narrative:
(B)(4). Evaluation summary: (B)(4). The device was returned for evaluation. Although there was no reported device malfunction/issue, as a conservative measure, the device was analyzed for damage or device issues; none were observed. No further testing was performed as this event was reported for a patient effect with no device malfunction reported. The investigation was unable to determine a definitive cause for this incident. This event was further reviewed by an abbott vascular senior medical advisor. The reviewer noted that there was evidence of a mass on one of the clip arms, but it could not be confirmed if it was part of the clip cover, tissue or thrombus. As nothing was seen when the device was removed from the anatomy and inspected, it is most likely either tissue or a thrombus that was seen on the returned transesophageal echocardiogram (tee) images. There is no evidence of a device issue causing or contributing to the reported event. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. The reported patient effect of emboli (thrombus), as listed in the mitraclip system instructions for use is a known possible complication associated with mitraclip procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling.